Manufacturer narrative:
See MDR 1920664-2009-00350 for the delivery device used with this intraocular lens.

Event description:
The lens was damaged during insertion into the eye. The incision was enlarged to remove and replace the lens.